Event description:
It was reported that pump displayed malfunction code and was not resettable, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged shipment of replacement pump.